Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red, itchy, and bumpy. The patient stated they do have a history of sensitive skin and dry skin. There was no alleged device malfunction contributing to the irritation. The patient¿s dermatologist had previously prescribed a cortisone cream in the past for other skin issues which the patient is using again now. There is no indication that the patient received medical intervention for this skin injury reporting out of caution. Follow up indicated that the skin irritation improved.